Event description:
Customer reported that "pox stopped reading after 1 minutes into a resuscitation procedure; pox was not able to be utilized throughout the duration of the resuscitation."

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.